Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ratchet of the needle holder (cev738t5) does not hold anymore. As a result, there was an increase in surgery time of 30 minutes. However, no patient injury occurred.

Manufacturer narrative:
The suspected needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure was observed. Failure analysis: the evaluation of the needle holder verified the complaint as valid. The ratchet doesn't adhere. After lubrication, the device works properly. Root cause analysis: it was determined that this issue was due to a lack of lubrication of the handle. The instructions for use (IFU) mentions "following cleaning, lightly lubricate instruments with movable parts."

Event description:
N/a.